Event description:
It was reported on 19 july 2023, a 29mm navitor transcatheter aortic valve was selected for implant using an large flexnav delivery system in a patient with prior history of right bundle branch block. The valve was successfully implanted at a depth of 5mm. After implantation, the patient developed third-degree atrioventricular block (avb iii). There was calcification extending beneath the aortic annular plane into the left ventricular outflow track (lvot). A pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of third-degree atrioventricular block after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the cause of the reported event could not be conclusively determined.

Event description:
It was reported on (B)(6) 2023, a 29mm navitor transcatheter aortic valve was selected for implant. Using an large flexnav delivery system in a patient with prior history of right bundle branch block. During the procedure, the valve capsule shell on the flexnav delivery system couldn't be fully closed. The valve was successfully implanted at a depth of 5mm. After implantation, the patient developed third-degree atrioventricular block (avb iii). There was calcification extending beneath the aortic annular plane into the left ventricular outflow track (lvot). A pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.